Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the heavily tortuous and moderately calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a moderately calcified and heavily tortuous lesion in the anterior tibial artery. The 3.0x120mm armada 18 balloon dilatation catheter (bdc) was advanced to the target lesion with resistance noted. The device was inflated however the balloon ruptured during the first inflation at 8 atmospheres. The bdc was removed and replaced with another balloon to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.